Event description:
Revision due to fracture of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed.

Manufacturer narrative:
Conclusion and justification status: a review of manufacturing records and complaint database search did not identify any anomalies. The returned products were passed to the lab for analysis and the report reviewed by bioengineering. The revised report from bioengineering received states that the root cause is justified. No abnormal damage is reported on the head. The head is a skirted head indicating it is a +6 head; this will increase the stress on the stem. The report confirms that the fracture initiated due to a feature in the introducer slot. The implant failed at about 5 years in vivo. There may be other factors involved such as weight, activity level, and implant position that may also have contributed to this failure. A meeting was held on (B)(4) 2014 to discuss whether a pra action is required. It was concluded that given the isolated nature of the fracture post the design change, there would be a high probability that any such evaluation would be inconclusive, and as such it was the closing recommendation that the complaint is closed within the complaints system only. The complaint investigation, complaint trending and post market surveillance processes were said to be appropriate controls to capture and evaluate any future occurrences. No further actions identified. The complaint shall be closed as an isolated incident and with an undetermined conclusion. The complaint will be monitored through trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation of this complaint is ongoing. Depuy will notify the FDA when the investigation is completed.